Event description:
Customer reported that the insulin pump was destroyed in an auto accident in which she was not the driver. Customer stated that the insulin pump was smashed and she was unsure if she would be able to retrieve any part of it. Blood glucose level was 187 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device passed the displacement. Device received with cracked battery tube threads, cracked reservoir tube lip, and cracked case display window corner.